Event description:
It was reported there was a volume discrepancy and the expected residual volume (erv) was 3.7 milliliters (ml) and the actual residual volume (arv) was 6.0 ml. It was unknown what the cause of the discrepancy was. It was noted a magnetic resonance image (MRI) was planned to evaluate the catheter that was implanted in 1998. It was also reported this was the second refill that had more than expected residual. It was noted there were no patient symptoms or complications associated with this event although the patient thought relief had not been as good for the last few months, but no withdrawal symptoms were reported. The patient¿s status at the time of this report was ¿alive- no injury.¿ the pump was being used to deliver hydromorphone, bupivacaine, clonidine, and baclofen. It was further reported the date of the first volume discrepancy was not given, but the patient reported it was at the last refill. It was noted the MRI was performed, but the results were not available at the time of this report. Additional information received reported the previous refill was in (B)(6) and the erv was 3.2 cc, but they aspirated 5 cc and the previous refill in november the erv was 5.3 cc, but they aspirated 6 cc. On (B)(4) 2014 information was received from a representative indicating the pump actual residual volume (arv) exceeded the expected residual volume (erv), 8 ml to 4.8 ml. The prior refill was again noted to have had an arv of 6 ml and an erv of 3.7 ml. Prior to these refills the volumes were accurate. The patient did not feel good with increased pain. They ¿stopped forward more¿. The patient had not needed an increase in medications for the past four years. On (B)(4) 2014 information was received from a representative indicating the logs were looked at and no anomalies were detected. A motor stall and recovery was noted on (B)(4) 2014 which was consistent with MRI timing for a catheter tip granuloma detection. The cause of the discrepancy was unknown. On (B)(4) 2014 information was received from a representative indicating the doctor had scheduled the patient for a catheter and pump exchange on (B)(4) 2014. On (B)(4) 2014 information was received from a representative indicating the pump was explanted on (B)(4) 2014 and was to be returned to the manufacturer. On (B)(4) 2014 information was received from a representative indicating the patient had withdrawal symptoms. Patient injury was noted. The reasons for device removal was noted to be ¿underinfusion?¿ and withdrawal symptoms.

Event description:
Correction: it was previously reported from information received on (B)(6) 2014 that the patient had ¿stopped forward more¿. It should have read the patient "stooped forward more.¿

Manufacturer narrative:
Product ID: 8703w, lot# l46102, implanted: (B)(6) 1998, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump found no anomaly. As received the pump reservoir was empty and left in the simple continuous infusion mode. A motor stall and motor stall recovery noted on (B)(6) 2014, when the patient had an MRI. Infusion history gathered and went back to implant date, nothing unusual seen in the infusion history log. Dispense accuracy was done and pump passed. Twenty two day volume testing done and volumes measured were within recommended limits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.